Event description:
Treating healthcare professional (hcp) reported that a patient injected in the forehead and between the eyebrows with [unspecified] juvéderm® voluma¿ and "was worried about the unevenness right after". After a month with no improvement in the unevenness, patient "was diagnosed with unevenness on the forehead and a foreign body granuloma between the eyebrows". Biopsy was not performed. Progress at hospital. Treatment included kenacort , saline, hyaluronidase, oral medication, prednisolone, famotidine, tranilast, loratadine, levofloxacin, chidaboku ippou, lasix. Symptom information not provided. No further information provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.